Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but they were working with their doctor or manufacturer¿s representative (rep). The appointment dates were (B)(6) 2014. If additional information is received a follow-up report will be sent.

Event description:
The patient reported they were implanted on (B)(6) 2013, and since implant they have felt a ¿lightning bolt¿ or shocking/jolting sensation on and off since implant. The patient was implanted for an injury to their right knee they sustained over two years ago and is only able to stand on their left leg. After their implant on (B)(6) 2013 they had an x-ray on (B)(6) 2013 and it was determined the lead had dropped down about a centimeter. The patient noted they had met with their manufacturer representative in february or (B)(6) 2014 for reprogramming and noted that as long as they were sitting up straight they were ok but if they hunched over they did not feel stimulation and if they leaned back they would feel the lightning bolt sensation. No x-ray was performed at this appointment and the manufacturer representative worked with the patient for over an hour and they thought they were doing ok for a while but moments prior to the call. On (B)(6) 2014 the patient felt the lightning bolt sensation again. When the patient felt this sensation they had to have their husband turn their device off. The patient noted they were at their mother-in-laws and dropped something on the floor and when they bent over to pick it up, they felt like the ¿unit had been cranked 10 times higher¿. The patient noted there had been no falls or traumas but they have an ¿ice pick pain to their knee and walk with a cane¿ and had not had a serious fall in over a year. Initially the patient was not getting good coverage when they were lying on their left side but was good when they stood up and now they get coverage when they lay down. The patient noted they had recently lost weight that they had put on after their knee injury in (B)(6) 2012. The patient was seen on (B)(6) 2014 by their manufacturer representative. The patient mentioned again their shocking while moving and poor coverage. Impedances were tested and were normal and the patient was noted to have 4 programs. The programs gave the patient excellent coverage once the amplitude and adaptive stimulation were utilized. The adaptive stimulation provided great coverage for their painful areas. When the patient sat upright the stimulation increased and was more uncomfortable. While lying, when the patient would roll from side to side the stimulation would increase because the moved very slowly due to their condition but once in a specific position the stimulation was appropriate. At the end of the reprogramming session the patient was pleased with their coverage and no structural problems were identified with the device.

Manufacturer narrative:
Continuation: product ID (B)(4) serial# (B)(4): product type recharger product ID (B)(4) serial# (B)(4): product type programmer, patient product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013: product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013: product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013: product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product is: (B)(4), serial/lot # (B)(4), ubd: (B)(4) 2017, UDI #: (B)(4) product is: (B)(4), serial/lot#: (B)(4), ubd: (B)(4)2017, UDI#:(B)(4): additional review indicated conclusion code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the battery they had was defective. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260 (B)(4) implanted: (B)(6)2013 product type lead product ID 977a260 lot# (B)(4) implanted: (B)(6)2013 product type lead information references the main component of the system. Other relevant device(s) are: product ID: 977a260, (B)(4), ubd 2017-oct-20, (B)(4) product ID: 977a260, (B)(4), ubd 2017-oct-24, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported they had never fallen on their battery. It had been cutting off at random for years. This had all been reported to their doctor and manufacturer representatives. No further complications were reported/anticipated.